Manufacturer narrative:
Results: the returned ace60 was ovalized at approximately 133.0 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed a distal ovalization. If the device is pinched or gripped during the procedure, damage such as this may occur. During functional testing, the returned ace60 was able to advance through a demonstration neuron max without issue. The non-penumbra guide catheter used in the procedure was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the cerebral artery using a penumbra system ace 60 reperfusion catheter (ace60) and balloon guide catheter. During the procedure, while attempting to advance the ace60 through the balloon guide catheter, the physician experienced resistance when passing the hub; therefore, the ace60 was removed. Upon removal, the distal tip of the ace60 was noticed to be flattened. The procedure was completed using another ace60 and the same balloon guide catheter. There was no report of an adverse effect to the patient.